Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: d5, d8. Correction to g3 of the initial medwatch. The aware date should be 14-oct-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: d4, g4, g7, h2, h4, h6 and h10. Although the root cause of the reported issue could not be conclusively determined, based on the results of the legal manufacturer's investigation, since the phenomenon was not reproduced during the repair evaluation, it is assumed that the set point at the time of the last use was forgotten when the user changed the preset, or that the setting was unintentionally changed due to communication errors, etc., of the other device or the device in question. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. Regarding the other issues identified during the repair evaluation and reported on the initial report (worn out video connector latch causing poor connection, missing front panel labeling and dented switch), per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
Additional information is not yet available for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint of the color settings changing by themselves was not confirmed. The device was burned in for 3+ hours with test light source and with tests scopes. Video image and color functioning normally. Color values in settings are not changing. However, found worn out video connector latch causing poor connection, missing front panel labeling and dented switch.

Event description:
As reported for this event, during preparation for use for an unknown procedure the color settings were changing while the device was in use un-prompted without nbi or any button being pressed. There was no harm or adverse impact reported to any patient.